Event description:
Additional information received indicated a loss of capture was also observed. The physician suspected inadequate insertion, although it was not confirmed.

Manufacturer narrative:
The reported event of impedance anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During follow-up, increased pacing impedance was observed on the right ventricular channel. The event was resolved by explanting and replacing the device. The patient was in stable condition.